Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. On (B)(6) 2024, the patients child reported that the patient experienced inaccurate cgm values 8 days after the sensor had been inserted. On (B)(6) 2024 at 10:00pm, the patient was not feeling well, vomiting, experienced stomach pain, tachycardia, limited mobility and weakness. The child provided food and water. They took a bg reading before going to the hospital which was 350 mgdl and the cgm reading was 256 mgdl. The child called 911 and the patient was taken to the hospital. At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with intravenous (IV) medication. The patient was admitted to the intensive care unit (ICU) for 2 days and was discharged on (B)(6) 2024. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 codes: health effect - clinical code: e0122 (movement disorder).